Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: h601h31 heart ring, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and noise oversensing on the pace/sense portion of the lead. The lead was suspect of a fracture. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The high voltage coils were left in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.